Event description:
The patient sustained a third degree burn on their right medial thigh after a liposuction procedure in which renuvion was used as part of the overall surgical treatment.

Manufacturer narrative:
The patient is a 53 y/o female with a history of ms. In addition to other unassociated procedures, the patient underwent liposuction of the bilateral medial and lateral thighs and knees. Liposuction was conducted using a black and black power assisted device. The doctor made 3 anterior / retrograde (6 total) passes, delivering 3.3 kilojoules (kj) to the right lateral thigh, and 4.3 kj to the right medial thigh. After the procedure, the patient was placed in a compression garment. At the first follow-up visit, a "dime sized" induration was noted. Initially, it was a dark spot but later began to scab and was treated with bacitracin. Patient injury subsequently progressed to a third degree burn.